Event description:
It was reported that the c-arm would not rotate. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified that there was a broken wire in the c-arm motor wire bundle (rotational power cable). The rotational power cable was replaced. The system was tested and found to be working as intended and placed back into service.